Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: three tubes had only a small amount of serum separation and were gelatinous after the first centrifugation".

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "three tubes had only a small amount of serum separation and were gelatinous after the first centrifugation".

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Lot #'s were provided that were not valid. Additional information was requested but not received to help identify valid batch/lot #'s.